Manufacturer narrative:
This anomaly is tracked through test track (B)(4) and references to this case have been added to that record. Other relevant device(s) are: product ID: 9735659, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an unexpected software exit on deleting a patient description. There was no patient present during this event.